Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there has been an increase in incidence of infection (>20% of patient population) postoperatively when using duraseal cranial in combination with duramatrix (stryker). It is unknown which, or if the combination of, is causing the problem. There was no delay as issues occurred postoperatvely.

Event description:
Na.

Manufacturer narrative:
Updated information: d9, g3, g6, h2, h3, h6, h10. The duraseal (209005) was not returned for evaluation; therefore, an evaluation of the device could not be performed. No valid lot number reported, as such only a general review of DHR history could be performed. The root cause of the reported issue could not be determined. Per the afmea, potential causes of failure include: packaging, sterile barrier seal strength, individual system (tray) and seal strength. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.